Event description:
It was reported that during a stapled anopexy procedure; the knife cut, but the staples did not form into the b shape and stayed in a c shape. The pt bled heavily in recovery, post surgery and was readmitted to theatres for correction and surgeon had to hand suture. The pt was discharged home.

Manufacturer narrative:
Date sent: 8/12/2008. Info anticipated, but unavailable at this time.